Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a local boston scientific field representative (fr) was contacted by a health care provider (hcp) after the patient experienced syncope. The patient was reported to have received implant outside of the united states, therefore, boston scientific technical services discussed that a dongle would be needed to interrogate the device. The fr was contacted for additional information but no further information was known.